Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported ventricular enlargement, underdrainage of a certas valve. The valve was implanted in a female patient via v-p shunt on (B)(6) 2021 with an unknown setting. During the 2 week follow-up after the procedure, ventricular enlargement was observed, and clinical symptoms did not improve by underdrainage. Valve dysfunction was suspected and revision surgery was performed on (B)(6) 2021. No further information was provided by hospital.

Event description:
N/a

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10. The certas valve was returned for evaluation: failure analysis - the valve was visually inspected; the needle guard was raised, as well as needle holes in the needle chamber. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The needle chamber was dismantled; the needle guard was bent, and glue traces were noted on the needle guard and the silicone base. The possible root cause for the issue reported by the customer is probably due to wrong handling as noted in the IFU : do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway, at the time of the investigation no occlusion was noted.